Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion and was handed to the field representative for return. Data analysis was not requested to be performed prior to the device explant. No adverse patient effects were reported. The device is expected to be returned for analysis.